Manufacturer narrative:
Code c19: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an aortic aneurysm of 57mm maximum diameter using a gore® excluder® iliac branch endoprosthesis. The patient is enrolled in the aaa 13-02 tambe ide study. The patient tolerated the initial procedure. On (B)(6) 2018, a type ii endoleak was determined. From (B)(6) 2018 till (B)(6) 2021, the maximum aneurysm diameter increased in size from 63mm to 80mm. On (B)(6) 2021, the patient underwent the embolization procedure to treat a type ii endoleak. The patient tolerated the procedure and discharged from the hospital on (B)(6) 2021.